Event description:
The customer reported that the restart button was not working. No patient involvement is noted.

Manufacturer narrative:
Corrected g4, h3, h6(methods, results, conclusion), h10 a review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2018 to present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4) for channel error 260.4120, which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the restart button was not working. No patient involvement is noted.